Event description:
Us customer contacted cepheid to discuss a discrepant result from expert express sars-cov-2/flu/rsv plus. On (B)(6) 2025 a sample was collected from the patient who presented symptomatic for respiratory illness and processed per the pi. The sample was run on expert express sars-cov-2/flu/rsv plus which resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. This result was reported to the physician. The customer does not print test reports after test completion or have lis capabilities. Physician requested that the results be re-checked for accuracy a few hours later (B)(6) 2025, at which point tech saw the results for the patient listed as sars-cov-2 negative; flu a positive; flu b negative; rsv negative. Customer does not believe there was a mix-up in reading the results on their end and that the previous negative result corresponded to the patient and sample ID in question. The result was reported to the physician and patient chart was amended. Customer confirmed there is no known death, injury or deterioration in health related to the discrepancy.

Manufacturer narrative:
Us customer contacted cepheid to discuss a discrepant result from expert express sars-cov-2/flu/rsv plus. On (B)(6) 2025 a sample was collected from the patient who presented symptomatic for respiratory illness and processed per the pi. The sample was run on expert express sars-cov-2/flu/rsv plus which resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. This result was reported to the physician. The customer does not print test reports after test completion or have lis capabilities. Physician requested that the results be re-checked for accuracy a few hours later (B)(6) 2025, at which point tech saw the results for the patient listed as sars-cov-2 negative; flu a positive; flu b negative; rsv negative. Customer does not believe there was a mix-up in reading the results on their end and that the previous negative result corresponded to the patient and sample ID in question. The result was reported to the physician and patient chart was amended. Customer confirmed there is no known death, injury or deterioration in health related to the discrepancy. The customer, who is a physician, states she performed the expert express cov-2/flu/rsv plus test on the genexpert express and obtained a negative result for all targets on the home screen and obtained a flu a positive on the results screen. Toggling back to the home screen showed flu a positive. Cepheid has confirmed with the end user that minutes transpired between the result discrepancy were only seconds, and not hours as initially reported. This has been escalated to software engineering and software quality for investigation. The patient was managed as positive for flu a. No patient harm. The determination in this case is a false negative with the likely root cause inconclusive. This report is only for the discrepant result under the eua guidelines. A separate report will be submitted for the software portion of the complaint. False negative: as per section 3 of the expert express cov-2/flu/rsv plus eua IFU; "negative results do not preclude sars-cov-2, influenza a virus, influenza b virus and/or rsv infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and/or epidemiological information." Note for section h3 device evaluated by manufacturer - answer of no is due to the single use of the expert express sars cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.